Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient fell and subsequently dislocated total hip. Constrained liner and bipolar head disassociated. Patient was taken to surgery and had successful replacement of constrained insert.

Manufacturer narrative:
An event regarding a fourth revision due to dislocation involving a trident constrained insert was reported. The event was confirmed. A material analysis has been performed. The report concluded: the trident neutral constrained liner was damaged from misalignment, explantation, and impingement during use. The retaining ring remained undamaged and attached to the trident neutral constrained liner. The uhi insert showed a region of impingement during use. No material or manufacturing defects were observed on the surfaces examined. The provided medical records and x-rays were reviewed by a consulting clinician who concluded: ¿in this complicated, multiply operated upon left hip with a total femoral replacement, there is no inherent soft tissue support for stability of the hip. There is no resistance to impingement at the extremes of motion. This likely resulted in the recurrent dislocations, including the subsequent disassociation of the constrained liner.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported dislocation was caused by patient and/or user factors.

Manufacturer narrative:
An event regarding a fourth revision due to dissociation of the uh1 universal head subcomponent from the liner subcomponent (pn 4099-46h) of a trident constrained insert after a fall was reported. The event was confirmed. The investigation concluded that the reported dissociation was caused by patient and/or user factors.

Event description:
Patient fell and subsequently dislocated total hip. Constrained liner and bipolar head disassociated. Patient was taken to surgery and had successful replacement of constrained insert. Update: this is the patient's fourth revision due to dislocation.

Event description:
Patient fell and subsequently dislocated total hip. Constrained liner and bipolar head disassociated. Patient was taken to surgery and had successful replacement of constrained insert.